Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the original procedure was performed on 03/09/1998. The pt was readmitted on 03/14/1998. Dye was injected into the biliary tree. The clips appeared to still be on the cystic duct but dye was leaking through.